Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer complained that hydromorphone 0.2mg/ml with a dose of 0.2mg, 6 minute lockout, 1 hour limit of 2 mg, and a vtbi of 10.101 ml infused too quickly. They would like a log review to determine the actual programming, as it is suspected the nurse entered the pca dose as 2 rather than 0.2, resulting in a 10ml bolus.